Event description:
It was reported that on (B)(6) 2023, a patient presented with grade 4 degenerative mitral regurgitation (mr), a restricted posterior mitral leaflet (pml), and prolapse for a mitraclip procedure. One mitraclip was implanted and the mr was reduced to grade 1-2. On (B)(6) 2024, a single leaflet device attachment (slda) was observed on the mitral review database. The mr was recurrent at grade 4. The posterior leaflet was detached and no tissue injury was observed. A second clip intervention has not been performed. Per the physician, the pml was restricted prior to the procedure and was likely the cause of the post procedure slda.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported slda per the physician was related to patient anatomy and due to a restricted posterior leaflet. Mitral valve insufficiency / regurgitation (mr) is due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.